Event description:
During the procedure, the assistant operating on the patient realized that after the first injection of dye the lesion looked different and he thought that the tip or part of the catheter had been removed. The assistant mentioned this to the physician and the physician commented that the radio opacity is due to high calcification rather that to any other factor. The assistant then made a second attempt at injecting the dye but after the injection the patient started to suffer from a non-stable haemodinamics. Resuscitation was started on the patient. The diagnostic catheter was removed and it was found to have lost the tip inside the patient's body. A guiding catheter and a steerable guide wire were introduced in the lesion where the soft tip had dislodged. A 3mm short ptca balloon was inserted and inflated and then the entire system was removed as well as the separated portion of the tip.